Manufacturer narrative:
The device has been received for evaluation, however, it is not yet complete.

Event description:
The complaint/event involved a tego¿ connector. The reporter stated that there was high venous pressure and compounding transmembrane pressure (ptm) at the connection with the patient during a hemodialysis procedure. This suggested the presence of a clot in the circuit, as there was no resistance when the venous branch was aspirated and rinsed. Initially, the dialysis circuit was changed. Then, as the event recurred, the clinician decided to remove the tego valve. The device was in use on the catheter since 13dec2024. There was no serious injury/death, there was no blood loss, there was no delay in critical therapy, there were no adverse operator consequences, and medical/surgical interventions were not required. The device was changed and no further problems were noted. There were two problematic devices involved in this particular event.

Manufacturer narrative:
Two new and two used tego connectors were received for evaluation. The 2 returned new samples were flushed, and no flow restriction were observed, additional each of the sample were leak and vacuum tested as per procedure, the 2 new samples met the product specification. The 2 returned used samples were flushed, and no flow restriction were observed, additional each of the sample were leak and vacuum tested as per procedure, the 2 used samples failed the low-pressure leak test. Complaint of connectors unable to flush can be confirmed based on the 2 returned used samples. The probable cause of the condition is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed; molding damage was identified. Corrective and preventative actions are in process.